Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported recurrent nighttime hypoglycemia while using the ilet bionic pancreas with dexcom g7 continuous glucose monitor. The lowest recorded blood glucose was 39 mg/dl, with levels out of range for more than 90 minutes despite ilet hypoglycemia alerts. The user treated with apple juice and blood glucose corrected without hospitalization.